Event description:
Ous MDR - it was reported that the lead had to be explanted 3 days after the implantation due to an exit block.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection found multiple explant damages, such as a kinked distal end of the lead, a deformation of the steroid collar, and cuts in the insulation. In addition, a constriction of the lead body could be seen about 19 cm distal of the is-1 connector pin, which is most likely the result of a tightly bound ligature thread. The analysis did not show any other deviations that could be related to the clinical complaint. The measured electrical measurement values were within specifications. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.